Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 40 mm diameter saccular abdominal aortic aneurysm approximately seven months ago. The aortic neck measured 22-23 mm in diameter and 11mm in length. The left iliac artery measured 13-15 mm in diameter and the right iliac artery measured in diameter. It was reported that the patient presented with leg pain on an unknown date and then again with continued leg pain on approximately three weeks ago at which point an intervention involving thrombectomy and stent placement were performed to resolve a right limb occlusion. The physician stated that the cause of the occlusion is unknown. There was no stent graft kink. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stenosis). Lack of information (unknown cause of occlusion). Evaluation, conclusion: lack of information (unknown cause of occlusion).